Manufacturer narrative:
The event of hemorrhage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported haemorrhage in the unknown eye against the xen®45 gts in a market study survey.